Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Calibration was performed on (B)(6) 2024 and was acceptable. Qc recovery on (B)(6) 2024 and (B)(6) 2024 were acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient sample tested with elecsys toxo igm assay on a cobas e411 immunoassay analyzer when compared to a non-roche (vidas) analyzer. On (B)(6) 2024 the sample was tested on vidas, resulting in a value of 0.04 and interpreted as negative. The unit of this measurement was not provided. On (B)(6) 2024 the sample was tested on e411, resulting in a value of 1.15 coi and interpreted as positive.

Manufacturer narrative:
The sample material was not available for investigation. The investigation did not identify a product problem. The product labeling states the following for reactive results: a positive toxo igm test result in a single sample, also in combination with a negative toxo igg result, is not sufficient to prove an acute toxoplasma gondii infection: elevated igm antibody levels may persist even for years after initial infection. Further tests or a combination of test methods should be done for clarification. In very rare cases false reactive toxo igm results may occur. If toxo igm results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data (e.g. Results of other tests such as toxo igg and toxo igg avidity), and clinical impressions, that might however be unspecific. In diagnosis of toxoplasma infection, particularly during pregnancy if therapeutic decisions depend on the diagnosis, the current local or if not available global medical guidelines provided by professional medical societies are to be followed. The product labeling states the following for borderline results: samples with a cutoff index between = 0.8 and < 1.0 are considered indeterminate. The sample should be retested. In case the result is still indeterminate, a second sample should be tested e.g. Within 2-3 weeks.